Manufacturer narrative:
Date sent to the FDA: 08/18/2021. Additional information: g4 (combination product). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2021. A manufacturing record evaluation was performed for the finished device lot number rbmhmx, product code fz318h40 and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: event date: procedure date: (B)(6) 2021. What was used to complete the procedure? Use of another device. Loss of time product code and lot number involved ref: (B)(4) lot : rbmhmx what was the name and date of the procedure? Patient treated for extensive adhesiolysis of the small intestine for acute obstruction by laparotomy. When did the needle come loose from the suture (during use on the patient or before)?- when using were there any patient consequences following this incident? No. Are sutures available? No, the devices affected by the incident were unfortunately not kept. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number: several similar events had been reported to ethicon: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient was treated for extensive adhesiolysis of the small intestine for acute obstruction by laparotomy on (B)(6) 2021 and the suture was used. During use, the needle come loose/pull off from the suture. Another like suture was used to complete the procedure with some loss of time. There were no patient consequences reported.